Event description:
It was reported that an alarm of no disposable was on a pump with the same cassette. A new cassette was mixed and the no disposable resolved. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.